Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity I tsh results on one patient. The results provided were: on (B)(6) 2021 sid (B)(6) heparinized tube=0.021 miu/l /repeated on edta tube sid (=1.641 miu/l additional information provided ft4=21.8 nmol/l laboratory reference range for tsh=0.35 to 4.94 miu/l there was no reported impact to patient management.

Manufacturer narrative:
Updated section describe event or problem b5: the customer observed falsely decreased alinity I tsh results on two patients. Additional information provided: on 14jul2021 sid 021127574701=0.08 miu/l /repeated on 15jul2021 due to physician questioned the tsh result=2.3 miu/l; ft4=normal (no actual results provided).

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data and in-house testing of alinity I tsh reagent lot number 26162ud00. Return testing was not completed as returns were not available. A specificity testing was performed with a retained kit of lot 26162ud00, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I tsh, reagent lot 26162ud00.